Event description:
Patient underwent aortic valve replacement surgery via upper mini-sternotomy. Using percutaneous technique, there was some resistance while advancing the guidewire for the cannula. Fluoroscopy was then used to visualize the advancement of the guidewire. A 25 fr cannula was placed without incidence using both fluoroscopy and tee. The cannula appeared to be in the appropriate position. An aortic cannula was placed, a cross clamp was used and a lv pump was inserted. Wall suction was used for venous assist. As the surgeon was closing the aorta, after the aortic valve was replaced, he noticed a sucking sound. Atrial tissue was noted within one of the side holes of the cannula. The surgeon asked the perfusionist to turn down the wall suction. A tiny hole was found in the tissue and was repaired with one stitch while the patient was still on bypass. The surgeon commented that the hole was in a thinned out area of the atrium. The procedure was completed without additional events. The patient did well postoperatively.